Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported unknown system errors. The homechoice was returned to baxter for evaluation. Visual inspection and functional tests were performed. The device did not meet product specifications related to the reported problem. The sample evaluation determined that the reported problem was due to a display issue. The assignable cause of the problem was the digital pcb. The digital pcb was scrapped to solve the problem. Full functional testing, electrical safety testing, calibration and simulated therapy were performed with no additional defects and malfunctions were found with the device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified system error alarm on the homechoice machine during peritoneal dialysis therapy. There was patient involvement, but no report of patient injury or medical intervention associated with this event. No additional information is available.